Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge leaked and the customer experienced resistance when filling multiple cartridges. The customer's blood glucose level ranged from 300 mg/dl to 400 mg/dl and it was addressed with a manual injection. The customer loaded a new cartridge.